Event description:
It was reported that the patient underwent a right ventricular (rv) lead revision and subsequently experienced dizziness and near-syncope episodes while hospitalized. Clinical observations noted that the rv lead was not capturing and was required only for sensing. The device was reprogrammed to lv-only pacing due to chronic atrial fibrillation and av junction ablation at implant, with the patient being pacing-dependent. Technical services (ts) support was delayed, as the representative had left the hospital; another agent was paged. Ts agreed with turning off the trend feature, which may have contributed to syncope. The rv lead showed no capture during the procedure, but the physician approved leaving it in place. Telemetry revealed no abnormalities, and lvat testing was confirmed. The patient has tricuspid regurgitation and is scheduled for valve surgery. Subsequently, a revision procedure was performed and the rv lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced. No additional adverse patient effects were reported.